Event description:
It was reported the pt ((B)(6)) experiences a surge of stimulation when manual pressure is applied to the leads at their point of entry into the spinal canal.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.